Event description:
It was reported that a malfunction occurred after the customer took a shower with the pump attached to her body. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue, allowing her to continue using it. The customer was advised to report if the malfunction code recurs.